Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A patient implanted for gastric stimulation reported that ever since implant, she got a shock when lying on her right side and she jumped up , so she no longer lay on that side. The implantable neurostimulator (ins) was implanted on the left side. The shocking felt like the patient was being zapped and it only happened when she lay on it, like it was pressing on a lead. The planned to discuss further with her doctor. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.